Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the day following implant of the pacemaker the patient experienced significant respiratory and hemodynamic deterioration postoperatively. The device was explanted and replaced to resolve the event. The patient was stable. It is unknown if the device was the cause of the respiratory and hemodynamic deterioration.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.